Manufacturer narrative:
(B)(4). G2: country: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the implant, the packaging material had black stains, visible signs of deterioration, and a loss of vacuum seal. The surgeon requested to change to another implant. There was no impact to the patient, and no surgical delay. There were no medical interventions. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6 the product was returned and evaluated. Evaluation of the returned product and photographs provided confirmed there was debris inside the sterile packaging which was consistent with the appearance of porous coating. Additional evaluation of the returned product and provided photos identified damage to the sterile packaging (pouch). Sterility was considered compromised as there is potential for damage not visible to the naked eye. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event was confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.